Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and ordered a part for the customer to install, but no conclusion can be drawn as further repair information is not available.